Event description:
Customer's mother (customer is a child) reported that customer who uses an omnipod insulin pump in conjunction with adc test strips involved in the recent recall, has for the past two months been receiving low readings. Caller further reported that on approximately (B)(6) 2014 at around 9:00 am and 1:30 pm customer was feeling "shaky" and had a "stomachache". Caller noted customer received a reading of 50 mg/dl and then 70 mg/dl. Customer self-presented to the school nurse where she was given graham crackers, milk and peanuts, "but the reading (reportedly) stayed low" (additional readings not provided). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The freestyle test strip lot that is referenced in this MDR is associated with an on-going recall. The FDA was informed of the field action per 21cfr806 (recall number 2954323-02/07/14-001-r) and affected consignees were notified by letter beginning february 19, 2014. Adc has identified that all non-applied voltage legacy blood glucose meters (0mv) may produce erroneously low blood glucose readings in the parkes error grid c or d zone that could potentially affect clinical outcome when used in conjunction with freestyle test strip lot within expiry. This issue only occurs when freestyle or freestyle lite blood glucose test strips are used with freestyle, freestyle flash blood glucose meters and the freestyle blood glucose meter built into the omnipod insulin management system and freestyle navigator. All pertinent information available to abbott diabetes care has been submitted.